Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/27/2020. A manufacturing record evaluation was performed for the finished device aa6279 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: ¿the thread seems to be coming loose. ¿ when did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Name of the procedure? Date the event occurred? Device return status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle and the thread seemed to come loose and ended up separated. There were no adverse patient consequences reported. Additional information has been requested.